Manufacturer narrative:
The reported event was confirmed-manufacturing related. The device had not met specifications. Sample has been evaluated and observed the outer pouch and the inner pouch of stent was sealed together. Therefore, this complaint is confirmed manufacturing related. A potential root cause for this failure mode could be, sealing parameter set point below specification/ sealing machine faulty/ operator's handling method. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1)when using the multi-length type stent, it should be avoided in the following cases. 1)if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. 1) 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. (2) ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care. [Contraindications] 1. Method for use (1)do not reuse. (2)do not resterilize 2. Applicable patients do not use for the woman who is pregnant or may become pregnant. [To avoid radiation exposure on pre-born baby from x-ray.] Insertion of the guidewire 1)remove the guidewire from the packaging,together with the guidewire holder. 2)prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when attempting to open the sterile pack containing the stent, the inner bag that packaged the stent inside the sterile pack was sealed to the sterile pack, making it difficult to remove the stent.

Event description:
It was reported that when attempting to open the sterile pack containing the stent, the inner bag that packaged the stent inside the sterile pack was sealed to the sterile pack, making it difficult to remove the stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.